Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, an insulation anomaly was noted on the right atrial lead. The physician repaired the lead. The patient's condition was stable before, during and post procedure.